Manufacturer narrative:
The reported events were lead dislodgement and inappropriate high voltage shock. As received a complete lead was returned in one piece. Visual examination found the helix partially extended and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted. The full helix extension length was measured within specifications. The reported event of inappropriate high voltage shock was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room with inappropriate shocks from their implantable cardioverter defibrillator. The device's tachycardia therapy was programmed off. A x-ray showed the right ventricular lead was dislodged. During the lead replacement surgery, it was noted the lead was twisted, suggesting twiddlers syndrome. The lead was explanted and replaced. The patient was in stable condition.